Event description:
Customer reported that she was hospitalized due to high blood glucose. Prior to hospitalization customer reported the insulin pump alarmed with a motor error. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.